Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to site to test the equipment. Representative reported that the system would not boot past initialization. Representative was unable to replicate the reported issue. Multiple starts and restarts were performed. Logs indicate a possible communication issue with gantry controller. Representative replaced gantry controller. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect gantry controller has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that during a procedure, the site was unable to use the imaging system. A medtronic representative reported that the system would not pass initialization phase at boot up. The surgery was rescheduled. No information was provided on the delay and impact on patient.

Manufacturer narrative:
The gantry motion control box was returned to the manufacturer for analysis. The unit was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.